Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose after changing an infusion set and noted that a paired cgm app was not connected, though the ilet remained paired; the user declined an immediate full supply change and later contacted their healthcare professional, who advised temporarily discontinuing pump use and switching to multiple daily injections until glucose stabilized, after which the user reconnected the ilet and glucose remained in range without changing supplies. Symptoms included hyperglycemia with readings reported as high and above threshold for an extended duration, without ketone testing, backup therapy use, or medical intervention beyond provider guidance, and without acute complications. Outcomes included customer support troubleshooting and education. Investigation included user interview and troubleshooting review. Investigation of this case revealed no confirmed device malfunction, linkage, or occlusion and no component failure identified; the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.